Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged between 270-301mg/dl.